Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to oversensing. Sense b noise was considered as a potential root cause. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to oversensing. Sense b noise was considered as a potential root cause. Troubleshooting was discussed. Additional information was received detailing that the patient was evaluated. Artifacts were unable to be reproduced. The system was reprogrammed into the secondary vector and x-ray evaluation was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to oversensing. Sense b noise was considered as a potential root cause. Troubleshooting was discussed. Additional information was received detailing that the patient was evaluated. Artifacts were unable to be reproduced. The system was reprogrammed into the secondary vector and x-ray evaluation was discussed. This system remains in service. No further adverse patient effects were reported.